Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had an egd done and it showed the wire inside their stomach. They did not think the wire goes in the stomach and wanted to know where the lead was placed. They stated that they could see the silver tips and everything. The patient also stated that the implantable neurostimulator (ins) was not working at all and they were experiencing shocking at the device site, and a loss of therapy. The patient also noted that they got a hernia that was unrelated to the device or therapy and they were going in for a hernia repair surgery. The healthcare provider (hcp) stated they would take out the ins. They stated that they refused to put another one in because they had too much scar tissue built up inside their stomach. No further complications are anticipated.